Manufacturer narrative:
(B)(4). Batch # p93021. Investigation summary: the device was received in good physical condition, with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. During functional testing both the activation and end tone was heard (activation tone when the energy button was depressed and end tone when impedance level was reached). No alert screens were displayed during testing. There were no anomalies noted with the functionality of the device. During investigation of the device it was confirmed that the reported "close jaw and reactivate" and "replace instrument" error messages were encountered during the procedure, however, we were unable to duplicate these during the investigation. The ¿close jaw and reactivate¿ alert screen is advising that the instrument is not detecting a complete circuit in the device and the jaws should be closed on tissue and reactivated. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and is advising of a potential issue with the instrument. The device was investigated further and the cause was found to be the distal contact was splayed and not in full contact with the shaft. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device worked well for the first part of the procedure. Reposition jaws error code occurred intermittently then replace instrument screen showed up. Generator was switched off and then switched on again ¿ the device worked for several activations before the issues reoccurred at a critical part of the operation. Replaced with a new device. There was no patient impact.

Manufacturer narrative:
(B)(4). Date sent: 6/19/2018. Upon further review of risk documents, harm and severity for this device failure mode, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.